Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint, concerned an (B)(6) year-old (at the time of initial report) female patient of (B)(6) origin. Medical history included high blood pressure, eyes were not clear, kidney was not good, stomach was not good, face itch, head itch, all over the body was itchy. Historical drug included insulin human/insulin human injection, isophane therapy (novolin 30r). Concomitant medication included metformin for the treatment of diabetes mellitus, captopril used for an unknown indication and an unspecified stomach medicine used for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30, 100u/ml) from cartridge via humapen ergo ii reusable device, 22 units in morning and unknown dose at night, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in (B)(6) 2020. Reportedly, she had a pre-existing condition of eyes were not clear and operating the device which was a considered as improper use. On an unknown date, it was reported that the injection pen occurred the situation of could not hold down and she changed the injection pen needle every two or three days (improper use of the device) (B)(4)/ lot# 1805d02). The big bubbles in the human insulin could not get out. She did not know the button needed to be pressed down when the injection pen was injected, it always a rotation button, not pressed it down to inject. She was not told how to use the injection pen, which led to the blood glucose values keep raising. On an unknown date she experienced blood glucose value kept rising, fasting blood glucose at 18-19,19-20, more than 20 and postprandial blood glucose at 28-29 (units, exact values and reference range was not provided). She also changed the dose from morning 22 units to morning 24 units, according to her physician advice because of the high blood glucose. The event of blood glucose increased was considered as serious by company due to its medically significance. Information regarding corrective treatment and outcome of the event was not provided. The status of human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The patient was the operator of the humapen ergo ii and she was not a trained user of humapen ergo ii. The humapen ergo ii model duration of use was not provided. The suspect humapen ergo ii duration of use was not provided but it was started around (B)(6) 2020. The user concerns were resolved after successful debugging and use of humapen ergo ii was continued. Its return status was not expected. The initial reporting consumer did not provide the relatedness assessment between the event and human insulin isophane suspension 70%/human insulin 30% therapy and related to the lack of training on use of humapen ergo ii. Edit 15-may-2020: upon review of the information received on 11-may-2020, the event of blood glucose increased was upgraded from non-serious to serious as per the suggestion from medical reviewer. The priority of the case was updated from p3 to p1 and the car statement was added to the case. Updated the case accordingly. Edit 15may2020: updated medwatch and (B)(4) (EU/ca) fields for expedited device reporting. No new information added. Update 20-may-2020: information was received on 19-may-2020 contained product complaint (pc) number. Pc number was processed accordingly and no new information was added to the case.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2020 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that her humapen ergo ii device "could not be pushed down." She further reported that she "did not know the button needed to be pressed down when the injection pen was injected, it always a rotation button, not pressed it down to inject." The patient experienced increased blood glucose. The device was not returned for investigation (batch 1805d02, manufactured may 2018). With the guidance of a trained professional, troubleshooting was performed, including priming the device, and the issue was resolved. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. A complaint history review of the batch did not identify any atypical findings with respect to dose accuracy issues. The patient also reported "big air bubbles" in the insulin cartridge. The cartridge (batch unknown) was not returned for investigation. The patient reported reusing needles, did not prime the device, and attempted to dose by turning the dial. The core instructions for use state to prime the device using 2 units before every injection until insulin is seen at the needle tip and to use a new needle for each injection. The user manual states that you must push the injection button straight down for the dose to be delivered and you will not receive your insulin by turning the dose knob. The patient also reported visual impairment. The core instructions for use states that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. The patient reused needles, did not prime the device before each injection, attempted to inject by dialing the dose knob, and used the device while visually impaired. These misuses may be relevant to the complaint and the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint, concerned an 80-year-old (at the time of initial report) female patient of asian (han) origin. Medical history included high blood pressure, eyes were not clear, kidney was not good, stomach was not good, face itch, head itch, all over the body was itchy. Historical drug included insulin human/insulin human injection, isophane therapy (novolin 30r). Concomitant medication included metformin for the treatment of diabetes mellitus, captopril used for an unknown indication and an unspecified stomach medicine used for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30, 100u/ml) from cartridge via humapen ergo ii reusable device, 22 units in morning and unknown dose at night, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in (B)(6) 2020. Reportedly, she had a pre-existing condition of eyes were not clear and operating the device which was a considered as improper use. On an unknown date, it was reported that the injection pen occurred the situation of could not hold down and she changed the injection pen needle every two or three days (improper use of the device) ((B)(4)/ lot# 1805d02). The big bubbles in the human insulin could not get out. She did not know the button needed to be pressed down when the injection pen was injected, it always a rotation button, not pressed it down to inject. She was not told how to use the injection pen, which led to the blood glucose values keep raising. On an unknown date she experienced blood glucose value kept rising, fasting blood glucose at 18-19,19-20, more than 20 and postprandial blood glucose at 28-29 (units, exact values and reference range was not provided). She also changed the dose from morning 22 units to morning 24 units, according to her physician advice because of the high blood glucose. The event of blood glucose increased was considered as serious by company due to its medically significance. Information regarding corrective treatment and outcome of the event was not provided. The status of human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The patient was the operator of the humapen ergo ii and she was not a trained user of humapen ergo ii. The humapen ergo ii model duration of use was not provided. The suspect humapen ergo ii duration of use was not provided but it was started around (B)(6) 2020. The user concerns were resolved after successful debugging and use of humapen ergo ii was continued. Its return status was not expected. The initial reporting consumer did not provide the relatedness assessment between the event and human insulin isophane suspension 70%/human insulin 30% therapy and related to the lack of training on use of humapen ergo ii. Edit 15-may-2020: upon review of the information received on 11-may-2020, the event of blood glucose increased was upgraded from non-serious to serious as per the suggestion from medical reviewer. The priority of the case was updated from p3 to p1 and the car statement was added to the case. Updated the case accordingly. Edit 15may2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 20-may-2020: information was received on 19-may-2020 contained product complaint (pc) number. Pc number was processed accordingly and no new information was added to the case. Update 10jun2020: additional information received on 10jun2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1805d02 of a humapen ergo ii device. Corresponding fields and narrative updated accordingly.